Event description:
Reporter stated that pt obtained a blood glucose result of 576 mg/dl, on the suspect device. Less than 5 minutes later, pt's blood glucose was reportedly retested, on a hosp blood glucose monitor, with a result of 240 mg/dl. No pt injury was reported and no treatment was received. Reporter indicated that qc testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.